Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned vision (inspiratory) limb was visually inspected. Results: it was found that the cuff at the patient end of the limb was split and the connector was missing. A lot check revealed no other complaints for this lot number. Conclusion: the observed split was caused by a moulding defect. The cuff of the vision limb has split after the connector has been assembled and because of the split the limb was no longer able to hold the connector. From our knowledge of the product we know that it can take several hours for the cuff to split so that the damage was not necessarily visible during the visible inspection before packing the product.

Event description:
A hospital in the (B)(6) reported that there was a small split in the tubing of an rt319 adult breathing circuit. This was found before patient use.